Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The operator stated to tsc that they sometimes receive sample tubes that are not full draws. Tsc instructed the customer to watch the draw amount closer. The cause of the discordant, falsely low na, k and cl results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained two patient samples and discordant, falsely low potassium (k) and chloride (cl) results were obtained on one of the two samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument and an alternate instrument. The customer provided only the repeat results from the same instrument, which were higher and were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na,k and cl results.